Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 69 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During placement of the 14 fr introducer, the patient's vessel was perforated. Femoral insertion of the impella was aborted and intervention was required to stabilize the injury.